Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient came out of chronic atrial fibrillation condition and it was noted that the atrial lead pacing thresholds were high. A lead replacement was planned, but according to available documentation, the lead remains in use. No patient complications were reported as a result of this event.